Event description:
It was reported that the patient's blood glucose level rose to 290 mg/dl while wearing the pod between 49 and 71 hours. Investigation of the pod found a tear in the cannula. The device was initially reported for elevated blood glucose level, with no medical attention needed. As treatment, a new pod was applied.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. Due to tearing of the soft cannula it was measured to be shorter then specifications. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.